Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review will be performed. The device was returned for evaluation and the investigation is currently underway. The device is labeled for single use. The catalog number has not been cleared in the us, but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq5064j pta balloon dilatation catheter allegedly experienced peeled/delaminated. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned and the investigation confirmed for peeled pebax and unraveled fibers. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq5064j pta balloon dilatation catheter allegedly experienced peeled/delaminated. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.